Event description:
It was reported that unspecified bd infusion set was leaking the following information was received by the initial reporter with the verbatim: ¿new insulin line primed, put into pump, noted to be leaking onto floor. Opened pump and properly clamped it in, hooked up to patient and started infusion. Noted to be running faster than rate set in pump.¿

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed